Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the primary surgery via tka for the osteoarthritis of the knee was performed on (B)(6) 2021, with the implant. After the surgery, on an unknown date, the patient squatted and fell in the hospital room and bathroom. Wound dehiscence and effusion were observed. On (B)(6), open reduction surgery (revision surgery) was performed. In the revision surgery, articular capsule dehiscence and skin dehiscence were treated. The surgery was completed successfully without any surgical delay. The surgeon commented that skin dehiscence was caused by the excessive flexion, articular capsule dehiscence, and spin-out. He also commented that there is some influence of the lower lip height of the liner compared to other products. A knee brace and a supporter are used for a longer period than usual. The patient had parkinson¿s disease. No further information is available.